Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and replaced video generator board to resolve the reported issue. The unit passed all functional and safety tests to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer at that during a routine check, the cardiosave intra-aortic balloon pump (iabp), top screen is going dark intermittently. There was no patient involvement, and no adverse event reported.

Event description:
It was reported by the customer at that during a routine check, the cardiosave intra-aortic balloon pump (iabp), top screen is going dark intermittently. There was no patient involvement, and no adverse event reported.